Manufacturer narrative:
The device was not returned for evaluation. The lot history record for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Exception reviews were performed and revealed no indication of a product quality issue. In this case, it is possible that the barewire separated causing the filter to come off the wire due to interaction with the lesion calcification or interaction with associated devices; however, this could not be confirmed. Based on the reported information, there is no indication that the reported barewire separated causing the filter to come off the wire resulting in unexpected medical intervention is related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the carotid artery that was moderately calcified. The emboshield nav6 embolic protection system (eps) was advanced and crossed the lesion without tissue. However, when deploying, the filter came off the barewire. There was no reported resistance during advancement or retraction. An unspecified balloon catheter was advanced and used to trap the filter. The filter was then pulled back into the sheath and removed. Another nav 6 of the same size was used to continue with the procedure. The target lesion was treated with an unspecified stent to complete the procedure. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.